Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, caller called back in because the screen was showing therapy off. Agent reviewed how to turn therapy back on again.

Event description:
Information was received from a patient regarding an external device. The patient reported that yesterday they saw a message on the controller that said 'software problem. ' patient stated they plugged the controller in and did not see the message, but saw 'stimulator deactivated.' During the call, agent had the patient reset the controller. Patient reported controller turned on but displayed stimulation off. The controller battery was at 100% and the implanted neurostimulator was at 70%. Agent walked the patient through turning stimulation on, and the patient confirmed they were in group b. Patient tried to increase stimulation and saw stimulation is off (56) but after pressing turn on saw group b on and highlighted in green. The therapy was turned on and working as intended. The steps on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.